Event description:
It was reported that a cartridge alarm 20 occurred during the load process, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer experienced multiple cartridge alarm 20 alerts, and although the warranty information needed correction, the pump was still under warranty. Technical support confirmed the customer's shipping address, sent a replacement pump, and instructed the customer to put the problematic pump into storage mode before returning it to tandem using a return box and pre-paid label. The customer acknowledged and understood all instructions, including the steps to take upon receiving the replacement pump.